Manufacturer narrative:
According to the facility on (B)(6) 2025, the patient reported low or no pressure for the nebulizer. The patient was going to use the machine for a treatment when they realized it had no pressure. The patient was not able to use the machine and did have to go without the treatment until the facility was able to check the device and replace it. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025, the patient reported low or no pressure for the nebulizer. The patient was going to use the machine for a treatment when they realized it had no pressure.